Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a off no power alarm. The blood glucose at the time of the incident was 415 mg/dl; treated with the insulin pump. Troubleshooting was performed and the customer stated that this was the second occurrence of an off no power alarm without a low battery alert. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube however, passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. Off no power alarm and low battery alarm functioned properly. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner and minor scratched lcd window.